Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a blocked phaco tip during the phacoemulsification portion of a cataract with intraocular lens implant procedure. As a result, the tunnel near the area of the cornea came cloudy resulting in a "phaco burn". The handpiece was exchanged and the procedure was completed. Additional info has been requested, but has not been received.